Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, on insertion of the endoscopic camera into the structural balloon port following the successful placement of hernia mesh, the seal/valve at top of port dislodged down into the port. The surgeon identified this and after several attempts were able to extract the grey seal from inside the port, the seal had not entered the patient's cavity and replaced it back onto the port to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.